Manufacturer narrative:
Device was used for treatment, not diagnosis. Kahn, s., gozzard, c., (2012), union of an intra-articular distal radius fracture after successive failures of three locking plates: a case report, strategies in trauma and limb reconstruction, 7, 45-50. This report is for an unknown 2.4 lcp plate. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article kahn, s., gozzard, c., (2012), union of an intra-articular distal radius fracture after successive failures of three locking plates: a case report, strategies in trauma and limb reconstruction, 7, 45-50. The article reviewed a case with a (B)(6) male patient that is a smoker for past 12 years, history of intravenous drug abuse, and ongoing mental health issues. The patient was treated with fasciotomies and fracture fixation with a 3.5 mm locking compression plate (synthes). Repeat radiographs 8 weeks later due to pain showed a break across the plate at the level of an unfilled screw hole over the fracture. The patient underwent exchange plating with a 2.4 mm lcp distal radius plate (synthes). The revision was complicated by an infected wound dehiscence 2 weeks later requiring multiple procedures. Radiographs at 20 weeks showed broken distal screws. A second revision was performed. At 12 months the fracture was healed clinically and radiologically, but the 3 distal screws had broken. Screws not removed. Following 2nd revision: unk- 2.4 lcp plate- rm only ¿ device interaction ¿does not will not fit¿ to capture the interaction with the broken screws. This is report is 4 of 5 for (B)(4).